Event description:
It was reported that log file was submitted for a patient that has been showing some cognitive decline. The patient was admitted to the hospital on (B)(6) 2022. During log file review it was found that a driveline disconnect alarm occurred night of hospital admission. It is unclear as to when the pump returned to normal function as the next line is a pulsitile index (pi) event. The log captured a pump stop event at 6:23 pm on (B)(6) 2022 that was caused by the patient accidentally disconnecting their driveline due to reported cognitive decline. The patient presented with no other symptoms and no further pump stops and was discharged home with home care services.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25feb2021. The heartmate ii instructions for use and heartmate ii patient handbook are currently available. Section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Evaluation of the submitted log file confirmed a pump stop due to a driveline disconnect. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. A pump stop event was captured on (B)(6) 2022 at 18:23:55 through 18:24:12 due to the driveline being disconnected. Post pump stop, the pump remained above the low-speed limit and appeared to be functioning as intended. During log file review, a driveline disconnect alarm occurred night of hospital admission. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further information was provided. The manufacturer is closing the file on this event.